Manufacturer narrative:
Investigation under iaca (B)(4) is ongoing. Evaluation results: visual inspection of the lens showed surgical residue. The lens optic and one haptic was torn.

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during insertion. The lens was removed without patient injury. The facility stated it is unknown as to what caused the lens damage.